Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly and motor.

Event description:
The customer stated that the buttons stopped responding after she was pushed into the lake while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.